Event description:
It was reported by the tbm that the provider claims multiple units are alarming with low purity. She will contact provider for serial numbers and call in to update with the exact amount. No patient injury alleged, no additional information provided.